Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a posterior capsule tear noted upon insertion. Vitrectomy was performed and another lens was implanted successfully. The prognosis was reported as " doing well with sulcus lens".

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined. However, according to the surgeon, patient's weakened capsule was the likely cause of the event.